Event description:
It was reported that patient underwent vaginal hysterectomy, anterior repair, cystoscopy, and mesh implantation on 03/24/2008 due to uterine prolapsed associated with large cystocele and menorrhagia. It was reported that due to mesh erosion, stress urinary incontinence and pain, patient underwent excision and repair of anterior erosion on (B)(6) 2012. In addition to this procedure, patient had two additional mesh implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2004 due to stress urinary incontinence and cystocele with concurrent cystoscopy. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, dyspareunia and neuromuscular problems. It was further reported that patient underwent mesh revision on (B)(6) 2012 due to vaginal cuff prolapse with pressure with enterocele, posterior rectocele and loss of perineal musculature support, stress urinary incontinence, failed prior sling procedure, and erosion from prior anterior repair. No additional information was provided. (B)(4).